Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 36 months post implant the patient's wife reported hearing red heart alarms. As a precautionary measure, the patient's wife exchanged the system controller. It was reported that the patient at some point became unconscious, but regained consciousness when the system controller was once again exchanged. The patient was admitted and log files as well as x-rays of the driveline were submitted for review. Technical services determined that both system controllers that were evaluated demonstrated normal operation. The x-ray image appeared to have displayed a driveline that was in tact. The patient has had no further alarms since the admission.

Manufacturer narrative:
The pump is not available for evaluation as it remains in use supporting the patient. No additional information is available a this time. A supplemental report will be submitted when the manufacturer's investigation is completed.